Manufacturer narrative:
The device was not explanted as previously reported. The abutment was removed under general anaesthetic and the device remains in-situ. This report is submitted on 1 may 2010.

Event description:
The device was not explanted as previously reported. The abutment was removed under general anaesthetic and the device remains in-situ.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2019, due to a severe infection.